Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the settings on the insulin pump were recently changed by their doctor. The customer's blood glucose reading was 215 mg/dl at the time of incident and went up to 465 mg/dl this morning. Troubleshooting found that the customer administered large amounts of bolus to treat. Troubleshooting also found that the customer's blood glucose has fluctuated in the past month but has treated those as well. Customer declined to troubleshoot further as he only wanted information about carelink. Troubleshooting advised customer to call back if any further issues.